Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00164 and MDR # 1828100-2014-00165. Per the service repair technician (srt) valve 1 was sticking. This is a MFR owned unit for non-clinical use. Decision to repair is pending.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the "cool down" mode functioning intermittently on the cooler heater unit. There was no pt involvement.